Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for ''general risks - failure - balloon burst'', and ''general risk - system components separate during use - distal tip'' were confirmed by the imagery provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''upon valve of deployment, the 26mm commander delivery system balloon ruptured''. Per case notes, there was ''mild - moderate calcification in the landing zone''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for degenerative calcific aortic stenosis with a 26mm sapien 3 ultra valve, the 26mm commander delivery balloon ruptured (after successful valve placement). Upon removing the ruptured balloon, the fragments caught on the distal tip of the 14f esheath plus. The rest of the delivery system was removed without issue. While attempting to remove the rest of the balloon catheter, the distal part of the balloon ripped completely off, leaving that portion and the nosecone inside the body . A 16f access was obtained in the contralateral femoral artery, through which the nosecone/balloon was successfully snared and brought out of the body intact. There was no apparent harm done to patient, and no apparent foreign body left inside the patient. The delivery system/balloon catheter/balloon & nosecone were kept for inspection. The balloon was fully inflated when it burst, and no extra volume was added to the balloon prior to inflation. The patient had mild-moderate calcification in the landing zone.